Event description:
In march 2004, while wearing the sound processor, the pt reportedly experienced sound percept problems followed by no sound. In april 2004, the pt reportedly was seen at the center for device eval. External equipment was exchanged. However, the problem was not resolved. Five days later, the pt was seen by a co rep. Testing performed confirmed that the device was no longer functioning. Surgery to explant the pt's c1 device is to be scheduled.